Event description:
Initial results for a patient. Bun/creatinine/potassium were 67/6.2/5.4. When repeated the next day, the results were 22/1.5/4.3 respectively. The incorrect results were not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.